Event description:
It was reported that during a routine follow-up appointment, a code 1005, indicating an open circuit condition, was noted from this implantable device. The right ventricular (rv) lead shock impedance was found to be high, and out-of-range (>139 ohms) for a recently delivered shock and this resulted in the code 1005 declaration. Technical services (ts) was contacted and discussed that the shock possibly was inappropriate, as the rhythm morphology appeared to be non-ventricular in origin. Ts stated that the patient was at risk of non-conversion due to the code 1005. The patient was subsequently hospitalized and a revision procedure is anticipated, but has not yet occurred. At this time, the device and rv lead remain implanted and in-service. No additional adverse patient effects were reported.